Manufacturer narrative:
The insulin pump received with button error alarms due to corroded keypad traces. The device had a missing end cap sticker.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.